Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the lumbar catheter got cut off in a patient by the trocar.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the device remained in the patient; however, there was no injury to the patient.